Manufacturer narrative:
Method- device not returned, f/u with rep.

Event description:
It was reported that a (B)(6), pt underwent a kyphoplasty procedure on level t9. A cement extravasation in the upper and lower disc to level t9 was noted. There were no pt complications. No add'l info was reported.